Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Save to disk review noted a diagnostics problem. (B)(4) shows parity error count=1, addr=641b, data=ee on (B)(4) 2011 04:20:37.

Event description:
The implantable cardioverter defibrillator (ICD) was reported in association to a competitor atrial lead malfunction with no allegations against the ICD. Subsequently, data analysis findings were out of specification. The ICD remains in use. No patient complications have been reported as a result of this event.